Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that approximately a month ago the customer was having difficulty charging the pump. The customer reverted to manual injections and let the pump battery fully deplete. The customer connected the pump to a power source on (B)(6) 2016 and was able to charge the pump battery to 100% with no issue. There was no reported impact to the customer's blood glucose level.